Event description:
It was reported that during testing by the sales representative at the user facility, the device was heating up. No medical intervention and no adverse consequences were reported with this event. As there was no associated procedure with this event, there was no patient involvement and no delay to a surgical procedure.